Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced leg weakness. Imaging showed spinal compression around the lead. The device was removed and the patient has recovered without sequelae.